Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the hospital for elevated blood glucose (bg) levels of greater than 400 (mg/dl) and diabetic ketoacidosis determined to be dangerous. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.